Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u46, on the analog pcb assembly. It was observed that leg 7 of ic chip u46 had an output of 0.0 volts which prevented the device from analyzing any type of ECG waveform. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not detect any ECG waveforms. As a result, the need for defibrillation could not be determined; therefore, defibrillation therapy would not be possible.